Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the clinic on (B)(6) 2025 due to poor general condition. Laboratory results revealed a fungal culture in the blood. The patient's condition progressed to sepsis. A transesophageal echocardiogram (tee) was performed with showed an 8-millimeter (mm) long structure in the left ventricle near the septum and the inflow cannula. A cerebral hemorrhage and hemiparesis were diagnosed on (B)(6) 2025, and the patient was administered prothrombin, proconvertin, stuart factor, and antihemophilic factor b (ppsb). The patient was transferred to a neurosurgical clinic in the afternoon of (B)(6) 2025. The log file analysis from the morning of 07oct2025 showed that on (B)(6) 2025 between 2:40 pm and 3:50 pm, the flow dropped from nearly 4 liters per minute (lpm) to below 2.5 lpm and even down to 1 lpm. At the same time, power consumption increased. The rotor noise parameter was also notably high during this period. A consultation was held, and the assessment said "the flow dropped really low first with only a slight increase in rotor noise. This flow then slightly recovered into the 2 lpm range, but with higher rotor noise. This is strongly suggestive of an ingestion which first completely occludes the rotor eye (blocking most all flow) and then migrates into the blade region blocking off one or more of the flow channels and causing the rotor imbalance. All pump parameters had returned to normal which suggested this had since embolized." In the afternoon of (B)(6) 2025 the flow suddenly dropped again to below 2.5 lpm. It was suspected that a resistance before or after the pump was impairing the flow. A catheter-guided lysis was then performed before and after the pump, and a 10 mm coated stent was placed in the outflow graft. This led to stabilization of the flow in the evening of (B)(6) 2025. Due to an increase in cerebral bleeding and severely restricted flow through the pump, therapy was discontinued on (B)(6) 2025 at around 1 pm. The patient passed away on (B)(6) 2025 due to severe cerebral bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of thrombus. Although a specific origin of the observed thrombus could not be conclusively determined, the depositions likely would have contributed to the sudden decreases in pump flow and the recorded harmonic compensation faults, which were confirmed through the evaluation of the submitted and retrieved log files. Additionally, a direct correlation between heartmate 3 lvas serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 18.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned device, visual inspection of the textured, blood contacting surface of the pump cover interior revealed a red, tissue-like deposition in the interior of the pump cover, partially occluding the cutwater and volute and extending towards the pump outflow. A similar tissue-like deposition was also found in the lumen of the inflow cannula. The structure of the thrombus as well as its lack of adherence to the pump surfaces suggests that it likely did not form in the pump cover or the inflow cannula; however, the specific origin of the thrombus could not be conclusively determined through this evaluation. Examination of the remaining blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The controller event log files collectively contained events from (B)(6) 2025 and captured intermittent and sustained low flow alarms, which were associated with elevated average pulsatility index values. Harmonic compensation and motor instability left ventricular assist device (lvad) live info flags were captured on (B)(6) 2025. Also of note, the submitted and retrieved lvad event log files captured rotor noise fault flags on (B)(6) 2025, as well as harmonic compensation and rotor noise faults on (B)(6) 2025. These findings appeared consistent with the reported events and the finding of depositions within the inflow cannula and pump cover. Despite the observed decreases in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. Upon removal of the depositions, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, infection (localized, driveline, and pump pocket), sepsis, stroke, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists thromboembolism and infection as potential late postimplant complications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The death was not considered to have been device or therapy related. The device operated as expected. There were no changes to patient condition or anticoagulation status that may have contributed to the event.